Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4: medical device lot #: 4100840. D4: medical device expiration date: 30-jun-2025. H4: device manufacture date: 09-apr-2025. D4: medical device lot #: 4022456. D4: medical device expiration date: 31-mar-2025. H4: device manufacture date: 22-jan-2024. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for molding defect was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of molding defect was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k3e 3.6mg plus blood collection tubes that an unspecified number of tubes contain plastic protrusions from inside the tube wall. This interfered with aspiration of the sample by laboratory analyzers. There was no health impact or consequence reported.